Event description:
It was reported that removal difficulties and device detachment occurred. A 3.00mm x 15mm emerge balloon catheter was advanced in a previously placed stent. However, resistance was felt when the physician pulled the device back. When the balloon was checked for reusage, it was observed that the balloon material was missing. No patient complications were reported and patient's status was fine. It was further reported that the tough-angled target lesion was located in a crushed stent in the mid right coronary artery. The balloon material was left inside the patient's body and was not retrieved. The procedure was completed with a different device.

Event description:
It was reported that removal difficulties and device detachment occurred. A 3.00mm x 15mm emerge balloon catheter was advanced in a previously placed stent. However, resistance was felt when the physician pulled the device back. When the balloon was checked for reusage, it was observed that the balloon material was missing. No patient complications were reported and patient's status was fine.